Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. The reported problem (damaged monitor case, damaged electrode belt wire, adjust belt messages) was confirmed. As received, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the messages was the damaged wires. Upon investigation the electrode belt was unable to undergo incoming testing. The cause for the failure was that the trunk cable connector was superglued to the monitor clogging the connector. The root cause for the monitor and electrode belt failures is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case, that the patient's electrode belt had a damaged wire, and that the patient was receiving frequent "adjust belt" messages.